Event description:
It was reported that the user announced a usual lunch on the ilet and then consumed approximately one third of the intended meal, after which blood glucose trended downward and triggered low and urgent low alerts; this was characterized as an incorrect procedure or method related to meal announcement and intake, with ems contacted but services declined. Symptoms included hypoglycemia. Outcomes included serious injury or impairment consistent with a prolonged severe hypoglycemic episode and unexpected medical intervention in the form of oral glucose treatment that stabilized glucose per the physician. Investigation included communication with the healthcare provider and review and analysis of user-provided reports. Investigation of this case revealed no device problem, with a usage problem identified associated with the user interface and failure to follow instructions for matching meal intake to the announced meal size. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.